Event description:
It was reported that a stylet was bent and broke a lead. The lead was never implanted in the patient. No further information was reported. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the health care physician stated "the lead stylet was bent and broke the lead." There was no injury to the patient and the patient recovered without sequela.